Event description:
It was reported that during a percutaneous coronary intervention, balloon pinhole occurred. The target lesion was located in the right coronary artery (rca). The 30mm x 3.50mm nc quantum apex balloon catheter was used for post dilation of two non bsc stents deployed in the rca to treat the in-stent restenosis of the previously deployed 2 unspecified stents. Upon inflation, the balloon would not hold pressure of more than 4 atmospheres. It was suspected that the balloon either hit a stent strut or it had a small hole in it. The procedure was completed using a 30mm x 3.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).